Event description:
Distributor reported a malfunction alarm for a pump categorized under code malf 12, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to replace the pump under warranty, instructed the customer to use a backup insulin pump to ensure continuous insulin delivery, and provided instructions for returning the faulty pump using a pre-paid label.